Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 68224li00 and no related trends were identified. A review of labeling concluded that the issue is sufficiently addressed. Sensitivity testing was performed with a retained kit of 68224li00 and all results met validity and acceptance criteria. In the absence of a return patient sample it is not possible to further investigate the reason for this issue. A review of manufacturing records did not identify any issues associated with the customer's issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-38 that has a similar product distributed in the us, list number 8d06-41.

Event description:
The customer stated that the architect syphilis assay generated (B)(6) results on a postpartum (1 day) patient. The results provided were: (B)(6). There was no additional patient information provided.